Manufacturer narrative:
Bec field service engineer (fse) visited on (B)(4) 2011 and found cap piercer blade was broken. The fse replaced wash tower, fitting and o ring.

Event description:
A customer reported to beckman coulter, inc. (Bec) an ongoing fluid leak in cap piercer on unicel dxc 800 pro synchron system. The customer stated that fluid, which appeared to be wash solution, was found on top of sample caps. The customer was wearing personal protective equipment when the leak was found. The customer has a hazard management plan in place, and msds was reviewed. The customer stated that all the samples that had the fluid on top of the caps were rerun and all sample results were acceptable. There was no effect to patient or user.